Event description:
The surgeon noted the haptic of an aq5010v silicone three piece lens was bent as the lens was advancing towards the eye. There was patient contact with the outside of the eye, but the lens was not inserted. There was no patient injury. The reporter stated the incident was the result of a loading error.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Results: visual inspection of the returned lens confirmed the haptic was bent and there was a clear surgical residue on the lens. (B)(4).